Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. The complaint states that an app crash alert was reported. Data was evaluated and the allegation and probable cause was undetermined. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.